Event description:
Customer reported that her blood glucose was 49 mg/dl one and half hour before call. Customer's current blood glucose reading was 202mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).